Manufacturer narrative:
Investigation found the power amplifier was damaged.   For the report of overheating: thermal imaging was used to verify the outside temperature of the device while operating, outside temperature while charging, and the internal temperature while operating. Results are as follows: outside thermal temperature while operating: 30.5°c. Outside thermal temperature while charging: 31.9°c. Internal thermal temperature while operating: 35.5°c. The outside thermal temperature while charging was 31.9°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in blown power amplifier. Blown power amplifier rates remain acceptably low; thus, CAPA is not required. Blown power amplifier rates will continue to be tracked and trended.

Event description:
The patient reported their wearable antenna assembly was overheating and causing a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.